Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(objective lens broken).

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg29-i10c-us is available in the USA with a 510k number k190805. We checked the returned unit and confirmed that the objective lens unit was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the objective lens unit. In addition, we confirmed that the light guide fiber bundle (lcb) broken, the angle wire play, the segment corroded, the air/water nozzle deformed, the insertion flexible tube (ift) leak, the light guide cable leak, the u/d pulley wire worn out, the segment hard to move, and the lg root brace rubber flared; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.